Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the shaft disengaged. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/3/1997-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.